Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation determined the therapy cable was damaged and was the cause of the reported issue. The customer was advised to replace the cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A scientific review of the device data indicated the damaged cable caused artifact in the signal. A clinical review of the event could not determine if the device issue caused or contributed to the event due to insufficient information.

Event description:
The customer contacted stryker to report that their device delivered inappropriate defibrillation. The patient involved did not survive, it is not known if this issue contributed.

Event description:
The customer contacted stryker to report that their device delivered inappropriate defibrillation. The patient involved did not survive, it is not known if this issue contributed.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
A new clinical review was completed with additional information and it was determined the device did not cause or contribute to the patient outcome.

Event description:
The customer contacted stryker to report that their device delivered inappropriate defibrillation. The patient involved did not survive, it is not known if this issue contributed.